Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller is calling to report leaking infusion sets. The site would be wet where the adhesive and cannula are on the body. She usually discovered the leak when her blood sugar got high or she noticed the smell of insulin. Sometimes her blood sugar has gotten as high as 400 mg/dl. She attributes the high blood to the leaky headsets. No adverse event alleged. A request was made for the return of the device.